Event description:
In the beginning of 2009, the patient noticed a loss of efficacy and an accumulation of fluid in the pump pocket. The physician aspirated the fluid (80cc) from the pump pocket before opening it. When the pocket was opened, it was noted that the catheter wasn't hooked on the pump anymore. The physician tried to hook it back up again, but it didn't stay in place. The csf backflow was good. The physician emptied the pump (there was still morphine in it) and refilled it without any problems. The physician decided to change the pump segment of the catheter. There was reported to be no patient injury. The patient was reported to be fine following the revision.

Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.